Event description:
It was reported that during preparation of a xience xpedition stent delivery system (sds), after the removal of the yellow protective sheath there was resistance felt with the removal of the stylet and when examined the stent was found dislodged in the protective sheath; therefore, the xience xpedition sds was set aside and not used for the procedure. Another xience xpedition sds was used successfully for the procedure. There was no patient involvement or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed; however the difficulties removing the stylet was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.